Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient was administered oral and topical antibiotics post implantation due an unknown reason (date not reported). Subsequently, the patient experienced a loss of osseointegration resulting in fixture loss on (B)(6) 2017.